Event description:
It was reported the customer had a lost sensor alarm with their sensor. The customer declined to troubleshoot for their lost sensor alarm. The customer also reported experiencing a high blood glucose of 452 mg/dl. Customer was able to treat for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.